Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed patient notification programming options. The health care professional (hcp) confirmed that device function is disabled for this patient. No adverse patient effects were reported. The lead remains in service.